Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was corrosion and problems with the motor, sag head, and bearings, which were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece continued to run on its own during set up prior to the start of a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.